Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported right heart failure, sepsis, and hemolysis could not be conclusively determined. The pump was not explanted, and was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder

Manufacturer narrative:
Approximate age of device: 8 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient expired on (B)(6) 2014 due to right ventricular (rv) and left ventricular (lv) dysfunction. It was reported that the patient was in subacute cardiogenic shock, and appeared to be septic. The patient had continued with severe lv dilatation and progressive mitral valve regurgitation despite the pump since (B)(6) 2014 (approximately 5 months) and there was ineffective unloading of the lv. On (B)(6) 2014, echocardiography (echo) showed the rv cavity size was normal and the rv global systolic function was normal. On (B)(6) 2014, repeat echo showed the rv cavity size was normal; however, the rv global systolic function was severely reduced. On (B)(6) 2014, echo showed a dilated lv, severe global lv dysfunction (ejection fraction of 20%), and a normal rv size with moderate rv dysfunction. There was moderate mitral regurgitation. The aortic valve remained closed with the pump support. The inlet cannula was grossly normal. The pump outlet cannula was not visualized. The patient expired later on (B)(6) 2014. The pump was not explanted. The vad coordinator reported that ¿they could not rule out thrombus as the patient was having ongoing elevated lactate dehydrogenase levels. The pump seemed to be functioning properly and the patient did not have any other symptoms or unusual readings on the vad. Ultimately I think it was determined that the (cause of death) was right heart failure.¿